Manufacturer narrative:
B3. Updated date of event.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally, adverse events that may occur and/or require intervention include, but are not limited to endoleaks, aneurysm enlargement and component migration.

Event description:
On an unknown date, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were observed, and the patient tolerated the procedure. On an unknown date, follow-up imaging identified a distal type I endoleak on the left leg (device information not available), migration (distance; unknown), and the aneurysm enlargement (amount; unknown). The cause of the endoleak, migration, and the aneurysm enlargement was reportedly unknown. On (B)(6) 2019, a re-intervention was performed to repair the endoleak, migration and the aneurysm enlargement. An aortic extender and contralateral leg components were implanted to extend the initially implanted devices proximally and distally. The final angiography showed no endoleak. The patient tolerated the re-intervention.